Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and review of the system logs confirmed an intermittent error fault pointing to the axes controller motor (acm) board in the universal surgical manipulator (usm). The isi fse replaced the usm arm to resolve issue. After replacement, system passed all applicable tests and inspections. Isi has received the replaced part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the site encountered multiple recoverable error fault on universal surgical manipulator (usm) arm1. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and tested on an in-house system in normal mode where there were triggered errors. The usm was also tested on a psc (patient side cart) fixture test platform (pftp) where all fiber assemblies failed the fiber test. The golden fibers were installed and the unit was able to pass testing.